Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no add'l info about this event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4) , 07/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from a (B)(6) yr old female pt alerted zoll customer support on (B)(6) 2014 that the pt was treated at 23:27:47 on (B)(6) 2014. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. There was no add'l info about this event.